Manufacturer narrative:
The actual sample was returned and upon flushing with water (per instructions) the stylet was easily removed. Mfg evaluated the returned product and felt the problem was due to failure to activate the hydromer coating. Customer's failure to follow instructions caused the reported problem

Event description:
Customer reports, feeding tube was placed, x-ray done to confirm placement. When the stylet was being pulled out; it was difficult to remove, and would not come out of the tube, and the stylet hub disconnected. The tube was pulled out along with the stylet and replaced. Second tube placed, stylet pulled out without incident.